Manufacturer narrative:
Exact date unknown, event occurred years ago.

Event description:
It was reported that the patients ipg was difficult to charge due to high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.